Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a peripheral intervention procedure, using a 6fr sheath. Reportedly, vessel damage occurred with the use of the proglide device. The patient was transferred to the operating room where a cut down was performed to repair the damage vessel. A surgical suture was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use as a foreseeable adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.